Manufacturer narrative:
(B)(4). The investigation consisted of a review of the customer issue. A sample was run around 11:00 am for tsh and psa. Around 4:30 pm the system produced results of zero for both assays, but the sample was not on the system at that time for testing. A review of the system logs was initiated. The logs show that multiple orders for tsh and psa were entered for the sample in question over several hours on (B)(6) 2011. An order for tsh and psa was first entered at 10:54 am, a result of 1.04 ng/ml was generated for the psa assay, but no result for the tsh assay was produced due to the generation of error code 3350, aspiration error. Four more orders for tsh were entered at 11:08 am, 11:22 am, 11:36 am, and 11:38 am; each also generated error 3350. The pressure monitoring log for each of these replicates indicates a clot was present in the sample, thus resulting in the error. Three sets of orders were then entered for both tsh and psa assays at 11:53 am, 4:46 pm, and 4:56 pm. The tests for the 11:53 am order were not completed until 4:43 pm as the carrier had been removed before the order was entered. After the sample was placed back on the system, error code 3000, fluid not found, was generated for the first two sets. Results of 0 were produced for both tests that were ordered at 4:56 pm, although the liquid level sense log indicates the sample was empty but did not generate an error. A reflex free t4 was ordered but generated error code 0289, unable to process test, sample removed from system. The sample was then run on another instrument and produced a tsh result of 1.74 uiu/ml. There was no indication that any troubleshooting had been performed for the multiple aspiration and fluid not found errors. Review of the instrument service history did not identify any other problems that could have contributed to this issue. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect system operations manual contains information to address the customer's current issue. Based on the available information, there is no evidence of a deficiency of the system; however, a malfunction was identified due to the generation of results of "0" from an empty sample. The system currently continues to process all pending tests on a sample after a pressure monitoring error occurs. Review of complaint tracking and trending; review of instruments logs and service history records.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The customer states that sample number (B)(6) was run early in the day for the tsh and psa assays on the architect i2000sr analyzer (around 11 am). Later in the day, around 4:30 pm, the same analyzer gave results of zero (0) for both tsh and psa assays for sample number (B)(6), which the customer states was not on the system to be sampled at that time. The customer retested the sample for tsh and generated a result of 1.74 miu/l. A number of aspiration and level sense error codes were noted on the instrument logs. There is no impact to patient management reported.